Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reportedly reused the cartridge, customer technical support educated customer in regard to not reusing cartridges. Customer reportedly continued using the same cartridge. There was no adverse impact to the customer¿s blood glucose level.